Manufacturer narrative:
(B)(4) - device 10 of 10. E1: patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced ten infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for some hours. Patient bg level found to be high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.